Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 460cc saline breast implant, cat. #3503460, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round high profile 460cc saline breast implant that the right side deflated after implantation. The issue was diagnosed during the physical examination. It was also reported that both implants bottomed out with some lateral drift noticed in the left breast. As a result, patient underwent bilateral removal and replacement with gel implant on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 6/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).